Event description:
Hospital advised that a 500cc bag with 25,000 units heparin was set up to infuse at 4:00 a.m. On channel a at a rate of 6cc/hr. At approximately 7:00 a.m. The patient observed the rate at 100cc/hr, and called the nurse, who confirmed the patient's observation. The bag of heparin was approximately 1/2 empty. This occurred in a tlelmetry unit. There was no patient consequence.